Event description:
It was reported that a cartridge change error occurred. Reportedly the customer did not have a back up form of insulin readily available to them and due to the therapy delay of several hours the customer experienced an elevated blood glucose (bg) level displayed as ¿high¿; however, a specific value was not provided. Once customer had access to insulin therapy the elevated bg was addressed by a correction bolus. During troubleshooting with tandem technical support the customer cleared the guide rail of debris and was able to load the original cartridge and resume insulin therapy. The customer was educated to always ensure that the pump guide rail is clear of debris before loading the cartridge.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.